Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 3mm x 20mm x 144cm coyote balloon catheter was selected to dilate the lesion. During the first inflation the balloon ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 yrs or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).